Event description:
The customer reported that the insulin gauge on their pump displayed an amount different than expected, with a current fill estimate of 80 that remained static despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on the issue, explaining it can occur due to a large variance in measured pressures used to calculate insulin remaining, and it should resolve once the actual amount matches the static display. The customer understood and acknowledged this explanation.